Event description:
During a training session, prior to the initial placing of the device into service, it was observed that when the device was powered up, intermittently the power led would illuminate however the screen remained blank and the device remained inoperable. The reported event was not pt related.